Event description:
It was reported that the lead had unacceptable thresholds, non-capture, high resistance/impedance, and apparent fracture. The lead was explanted. No patient complications have been reported as a result of this event.